Event description:
It was reported that the patient presented to the hospital after the device alarm went off. The right ventricular (rv) lead showed high impedance and oversensing with short interval counts. The lead was reprogrammed, but still exhibited intermittent high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter); beginning (B)(6) 2014 sensing integrity counts up to 11868 and high rate-nst episodes with evidence of lead noise oversensing. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in the last 60 days. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range; on (B)(6) 2014, rv bipolar lead impedance measured 4047 ohms which has been variable in the range of 500-1767 ohms.